Event description:
Investigation complete.

Manufacturer narrative:
Additional information: patient information (a2, a3, a4) relevant history (b7), explantation date (d6b), device available evaluation (d9) investigation: visual inspection during the investigation, scratches on the outer housing of the valve, but no significant deformation or damage was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer control test because the valve is not permeable, a computer control test is not applicable. Adjustment test the m.blue was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. The braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valve, deposits were found in the m.blue. Result : based on our investigation results, we can determine a blockage and a non- adjustability at the valve. The determined deposits can be named as the cause for the functional deviations. Ortganic deposits in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Minor update to b5 (spelling). It was reported to aesculap inc. That an m.blue 10 valve (part # fx802t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was not able to be externally adjusted. The membrane of the valve seems to be stuck in the depressed position. The valve was not able to be felt under the patient's skin, and no audible click was present. Additionally, the valve setting remains the same after attempting to reprogram. The clinic is confident that the valve is implanted correctly, based on x-rays, the reprogramming tools, and since the patient has not experienced any adverse effects. The patient will undergo a revision surgery; however, the surgery date has not been provided. The complaint device has not yet been returned to the manufacturer for evaluation. The adverse event is filed under aic reference (B)(4).